Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A corporate manager of inventory reported that a dialyzer blood leak occurred at a hemodialysis (hd) clinic during a patient¿s hd treatment. Additional information was obtained through follow-up with the facility administrator (fa) from the clinic. The fa/nurse confirmed there was a blood leak. The fa stated the blood leak was internal and that it occurred approximately twenty minutes into the hd treatment. The blood leak was reported to be visually observed in the dialysate compartment of the dialyzer. A blood leak test strip was used, and it tested positive for the presence of blood. It was confirmed that the machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. No visible damage was identified on the dialyzer. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was 200 to 250 ml. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices and one non-conformance reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A corporate manager of inventory reported that a dialyzer blood leak occurred at a hemodialysis (hd) clinic during a patient¿s hd treatment. Additional information was obtained through follow-up with the facility administrator (fa) from the clinic. The fa/nurse confirmed there was a blood leak. The fa stated the blood leak was internal and that it occurred approximately twenty minutes into the hd treatment. The blood leak was reported to be visually observed in the dialysate compartment of the dialyzer. A blood leak test strip was used, and it tested positive for the presence of blood. It was confirmed that the machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. No visible damage was identified on the dialyzer. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was 200 to 250 ml. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was not available to be returned for evaluation as it was reportedly discarded.